Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the foot pads on the lower case were worn, the keyboard latch was broken, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the system fan was noisy, and the upper hinge plate coating/paint was chipping away. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.